Event description:
It was reported that prior to pulse field ablation (pfa) procedure a faradrive steerable sheath was selected for use, sheath was contaminated. Replaced for new. There was no patient involvement. Contaminated prior to insertion. No patient complications were reported. Device was received for analysis and investigation is still in progress.